Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During deployment of the closure device, the distal watchman flx ball perforated the apex of the laa. This resulted in a large, circumferential pericardial effusion. A pericardiocentesis was performed during implant to drain the pericardial effusion. The closure device was then successfully implanted. The patient was stable and discharged home the following day.